Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h3. Additional follow-up with the customer stated that all repairs are sent on their own. The subject device will not be returned to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) eleven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source spare lamp kept turning on after 300 hours. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.